Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition was duplicated and confirmed. Evidence suggests this was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during pre-testing the black cord on the hand piece device had a rip in it. A spare device was available and there were no delays to the scheduled surgeries. No patient harm, adverse outcome or injury was alleged. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.